Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the device cover was faulty which caused the image to flicker. The faulty parts need replacement to bring it back to olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the hd autoclavable camera head image sometimes become noisy. The procedure was completed with a similar device and there was a fifteen (15) minutes delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and of the event in section b5. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.